Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; wear abrasion, brown particles in shell, deformation, weight within specification, fold creases. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is no issues found related with the manufacturing process, and no openings were found on the device. Additional, changed, and/or corrected data: b.5; d.6.b; d.9; g.1; h.3; h.6.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/apr/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture and bulge" "capsular contracture" "exchange from textured to smooth implants."

Event description:
Patient reported left side rupture, and bulge. Healthcare professional reported a left side exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.